Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead measured a jump in impedance. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.